Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 4. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.